Manufacturer narrative:
The driver was returned for periodically making an unexpected noise while supporting the patient. During investigation testing, no unexpected noise was heard; however, review of the patient data file indicated that the driver was experiencing compressor cycling at the time of customer-reported issue. Further testing confirmed that the cause of the compressor cycling was a malfunction of the manual pressure regulator, which was unable to maintain the required pressure set point value. The customer-reported noise was caused by the compressors activating to maintain main tank pressure caused by the manual pressure regulator's inability to maintain the required set point value. Syncardia has a corrective and preventive action (CAPA) for this issue with manual pressure regulators. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5212 follow-up report 1.

Manufacturer narrative:
The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver had an unexpected noise periodically while supporting a patient. The customer also reported that the patient was switched to a backup driver without adverse patient impact.